Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilatation kit, to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, approximately five minutes into the procedure, there was a low water pressure error. Resuming the procedure failed and the physician completed the case with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The prolieve thermodilatation kit lot number is unknown; consequently, the manufacture and expiration date are unknown. The device history record (DHR) on the reported lot number of the catheter, which is part of the kit, was reviewed; no anomalies noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.